Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by consumer stating that the consumer experienced pain. There was fit issue and the consumer took artificial tears and was not able to see the front side with the contact lenses and something was on the contact lenses. Additional information received with medical records stating that the consumer went to hospital with right eye pain and felt two soft contact lenses were overlapping. The consumer was diagnosed with corneal erosion, unspecified superficial keratitis, dry eye syndrome and unexplained astigmatism. The consumer was being treated and monitored. Current condition of the consumer is symptoms improving. Additional info has been requested but not yet available.

Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).